Event description:
It was reported that the user experienced a failure to pair the ilet system with the freestyle libre 3+ sensor, with the phone not connecting to the device until troubleshooting steps were performed. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included successful reconnection and continuation of sensor warmup without alerts or alarms. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that the connection issue resolved after the user restarted the phone, reinstalled the ilet app, forgot and re-paired the bluetooth device in phone settings, and restarted the pump. It was concluded that the event was attributable to a transient bluetooth pairing issue that resolved with standard troubleshooting, with no clinical harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.